Event description:
Pt arrived from pacu with gauze taped to the bottom of the bag. Nurse stated the bag was leaking. The device was changed per ICU rn and bag sent to bard with gauze and tape still intact. Bag.